Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) through a manufacturing representative. The patient had complaints of increased pain. There was a suspected kink in the catheter. There were volume discrepancies in (B)(6) (of 2016). The expected reservoir volume (erv) was 6 cc, and the actual reservoir volume (arv) was 11 cc. A flow study was performed previously on an unknown date, and the hcp was unable to aspirate fluid at that time. Surgical revision of the catheter occurred. The insertion site was opened, and they found the anchor to be pointing up at a steep angle and the catheter taking a hard turn at end of the anchor. The catheter was cut purposefully, and cerebral spinal fluid (csf) was noted to backflow freely, as well as drops of medication noted exiting proximal side of catheter. The issue was resolved. The patient¿s status was ¿alive ¿ no injury.¿ other medications included buspar.

Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving intrathecal baclofen and dilaudid via an implanted infusion pump. The pump was programmed to deliver baclofen 50mcg/ml and hydromorphone 20mg/ml. The daily doses and lot number were not reported. The pump's indication for use (IFU) was listed as non-malignant pain. An underinfusion was alleged. The healthcare provider got 10mls more back then expected. It was noted that this was not the first refill after implant. No issues were noted in the logs. Due to the volume discrepancy a roller and dye study was performed and everything appeared to be working. Additional information was received from the healthcare provider. The pump was used to deliver compounded baclofen 50mcg/ml at a daily dose of 35.015 and compounded hydromorphone 20mg/ml at a daily dose of 14.006. The therapy was ongoing. At the time of the event the patient was also taking lasix, nexium, oxycodone, effexor xr, seroquel, ativan, lidoderm 5% patches, zocor, tessalon, naproxen and levaquin. The patient had allergies to phenergan. Past medical history included insomnia, migraines, back pain, reflux and anemia. Past surgical history included back surgery x2, scs placement, pump placement, appendectomy, cholecystectomy and stomach surgery. The volume discrepancy was noted on (B)(6) 2016 during routine pump refill. The patient experienced increased pain. The patient was sent for a rotor study which determined a fully functioning pump.